Event description:
Physician was attempting to retrieve a tulip filter from a trauma pt in 2005. The filter had been placed 25 days earlier. Initial cavegram showed that the filter appeared to be centered in the vena caca. The physician advanced the snare and snared the filter hook. Under unknown circumstances the snare was damaged and broke off inside the pt. A second snare was then advanced and was able to snare the snare that had broken. With the manipulation of either the first or second snare, one of the filter legs was damaged and was bent upwards. The filter was now tilted, so the physician inserted another manufacturer's snare via the left jugular to try and straighten the filter. A balloon was also used to try and move the filter away from the cava wall, but was unsuccessful. Due to the position and damage to the filter the physician elected to surgically remove the filter. The filter was retrieved and the pt recovered successfully.